Event description:
It was reported that the cuff was leaking after 10 minutes in 2 units of the products. The device had to be replaced.

Manufacturer narrative:
One device was returned for evaluation. No defects were detected, during visual inspection. Leakage was detected during functional testing. The complaint was confirmed. The leak was found in the joint between the pilot balloon and valve. The root cause was due to a lack of solvent in the joint between the pilot balloon and valve. Notification was made to production personnel by quality engineer on 23/may/2022. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.

Event description:
This was an adverse event.